Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose of unknown mg/dl. The customer was treated by insulin drip and the insulin pump. The customer stated that the cannula was bent. The customer declined the troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.